Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not release from the catheter to deploy. Following the deployment failure, the control wire in the handle was broken and it came out to the side of the device. Reportedly, the clip was ripped off resulted to more bleeding, and the procedure was successfully completed with additional resolution 360 clip devices. The patient condition at the conclusion of the procedure was reported to be stable.